Event description:
Additional information received for a report #mw5178007 on 10/29/2025 to correct procode to mwi.

Event description:
Questionable stability/defective components/failure to perform as intended. 30/36 units (connex vital signs monitor 6000 series) from (B)(6) has been sent to the manufacturer (welch allyn) for repairs since (B)(6) 2023. Under warranty ((B)(6) 2023-(B)(6) 2025); 15 units sent in for error code 12. 15 units sent in for other issues: not turning on, intermittent shut off. On/off button does not work, blinking red led, no spo2 on screen. Not under warranty ((B)(6) 2025-as of (B)(6) 2025) 2 units sent in for error code 12. 2 units sent in for other issues: communications module, not turning on. First connex vital signs monitor 6000 series documented malfunction; information acquisition date: (B)(6) 2023. Date of malfunction: (B)(6) 2023. Common model: connex vital signs monitor 6000 series sn: 100052491723. Last connex vital signs monitor 6000 series documented malfunction information; acquisition date: (B)(6) 2023. Date of malfunction: (B)(6) 2025. Common model: connex vital signs monitor 6000 series sn: 100052591723. Issue: error messages regarding communications module. Please view excel sheet attachment for equipment details. Patient code: 4582. Device codes: 1476, 2896, 2591, 4016, 4063, 1184. Reference reports: mw5178006, mw5178008, mw5178009, mw5178010, mw5178011, mw5178012, mw5178013, mw5178014, mw5178015, mw5178016, mw5178017, mw5178018, mw5178019, mw5178020, mw5178021, mw5178022, mw5178023, mw5178024, mw5178025, mw5178026, mw5178027, mw5178028, mw5178029, mw5178030, mw5178031, mw5178032, mw5178033, mw5178034, mw5178035.